Manufacturer narrative:
The insulin pump had blank display due to corrosion in battery tube. However, no black screen was noted. The pump was received with cracked battery tube threads and scratched on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had a full black screen. The customer mentioned that the pump was not exposed to extreme temperatures or direct sunlight. The customer will be sent a replacement pump.